Manufacturer narrative:
(B)(6).

Event description:
It was reported that while intubating a difficult patient, a portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube labelled as size 7 was actually found to be size 7.5. A patient injury was reported, but no details on the injury were provided. The patient was undergoing a liver transplant at the time of the event. It was noted that medical intervention was required to "manage the csf leak". No permanent injury was reported.